Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (loss of prime) issue. It was reported that pump had emitted frequent loss of prime warnings without cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/31/2014 with the following findings: during investigation, multiple pump not primed warnings were observed in the black box with non zero force. The pump failed to recognize the cartridge during the load step. Further testing was unable to be performed due to the inability to load the cartridge. Evaluation revealed that the force sensor calibration was out of specifications. The pump was opened and damage to the force sensor pin was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).